Manufacturer narrative:
The device was not returned to mmdg, and so it could not be evaluated. Mmdg has made multiple attempts to gather additional information regarding the event, however, the initial reporter was not forthcoming with this information. Mmdg is unable to confirm the complaint. Based on the complaint information received, the event appears to be a result of user error.

Event description:
The initial reporter stated that the pump was run in the wrong therapy. The initial reporter stated that the pump had displayed an alarm that the therapy was complete, but that the patient "had never pressed the bolus key once". He was advised by mmdg clinical that this is a normal alarm for a continuous therapy, and that a bolus would not be used during such a therapy. The initial reporter stated that the pump was meant to be run in pca mode, not continuous. The initial reporter did advise that the patient was unresponsive for approximately 12 hours after the infusion. They stated that the patient is in hospice for palliative care and that the patient "returned to baseline" about 12 hours after the infusion ended. An mmdg clinician made multiple attempts to gather more information from the initial reporter, however, this information has been hard to obtain. He stated that he had erased the pump history, that he was unsure what the patients baseline was because it's hard to determine with "these hospice patients", and also stated that the patient "received about what the order was anyway". (B)(4)